Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dL while wearing the Pod for between 4 and 24 hours. The patient stated that they were sitting in their car preparing to eat lunch when they noticed that the cannula had popped out of their skin and insulin was leaking onto their leg. The adhesive had completely separated from the infusion site on the leg, causing the cannula to become dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.2.1Operating System: 26.4Hardware: iPhone16.2CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.